Event description:
Patient was hospitalized on two occasions due to low bg's.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.